Event description:
The circulating nurse attached the versajet handpiece to the console. The surgeon tried to prime the handpiece with no result. The nurse repositioned the handpiece connection to the console. Again, the surgeon tried to prime the handpiece with no luck. He requested another handpiece to be opened. The circulating nurse brought another handpiece and the surgeon was able to prime it.======================manufacturer response for versajet exact, versajet exact hydrosurgery system======================they will pickup and send to their lab for analysis.